Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) with tandem cuff removed. The size of the expanded tandem cuff is unknown. The physician and patient attempted to use the explanted aus device according to the instructions for use, but the patient still leaked urine.